Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 39 mg/dl which was treated via oral carbohydrate. The reporter indicated that the blood glucose increased to 50 mg/dl, then 199 mg/dl; the reporter indicated that when the blood glucose reached 199 mg/dl a bolus was attempted but the pump showed exceeds max total daily dose. The reporter indicated that the patient was placed on a back up treatment plan and blood glucose levels went up to 467 mg/dl which was treated with an insulin injection and resolved to 300¿s mg/dl. The reporter confirmed that there were signs or symptoms during the course of the day. The pump was reviewed and confirmed that the pump settings were correct. The pump bolus history showed several boluses occurring that the patient denied delivering; all of the pump boluses were shown as being completed and programmed from the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: during investigation, the pump history was reviewed and showed that the last basal delivery was on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. No unprogrammed boluses were delivered or recorded in the pump history during this time. The user¿s programmed basal rates are correctly reflected in the daily insulin delivery totals. The alarm history shows only typical usage. The pump was exercised for a 24 hour duration period. The pump passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. No hypersensitive keys were observed on the keypad. The issue of inaccurate delivery was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.